Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading is 300 mg/dl. The motor error occurred during the prime process. Assisted customer with clearing the alarm. The insulin pump will be replaced. Customer has treated the high blood glucose with manual injection. Nothing further reported.

Manufacturer narrative:
Insulin pump passed displacement test, basic occlusion test and prime test. However, unit received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. An alarm confirmed in history file. Insulin pump received cracked case display window corner, cracked battery tube thread, cracked reservoir tube lip and cracked reservoir tube.